Manufacturer narrative:
Site dr. (B)(6) declined to provide patient demographic information. On 03/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. During check-out, system did not show this behavior within approximately one hour. Reported issue could not be replicated. System performed as intended. In trouble-shooting, fiber optic cables were re-adjusted and all power cables secured. On 04/07/2016 a medtronic representative, following-up at the site, reported the reported behavior occurred during navigation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, their polestar touchscreen blinked intermittently and turned off. A system re-boot restored normal function. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.